Manufacturer narrative:
Implanted: (B)(6) 2010. Programmer: model 3037, serial: (B)(4).

Event description:
It was reported that the patient's stimulation was turning off. The patient was using a tens unit on a regular basis. The patient had the device checked 2-3 weeks prior to the report and it was confirmed that the device was off. The patient's spouse "does all the work" and was believed to be using the programmer properly. The patient had an appointment scheduled for (B)(6) 2011. Additional information was requested.